Manufacturer narrative:
Additional information added to h6. H10: the device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home choice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain two of four of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a cut on the patient line of the home choice cassette about three (3) feet from the end of the line and a leak between the patient line connector of the home choice cassette and the female connector of the transfer set that led to this alarm. Renal therapy services (rts) advised caregiver (cg) to close all clamps and disconnect using aseptic technique. The cg would inform their peritoneal dialysis registered nurse regarding the issue. Proper procedures per the user manual were reviewed with the cg. There was no patient injury or medical intervention associated with this event. No additional information is available.